Event description:
One 18mm screw broke off into the left radius during surgical procedure. Head of screw retrieved and placed on sterile field, however the surgeon determined that it would cause more damage to try to drill out the rest of the screw shaft and it was left in the radius. No harm to patient.